Event description:
It was reported that the arctic sun device alarmed 113(reduced water temperature control) and device did not cool. Per sample evaluation results on 03jul2024, it was reported that the mixing pump has been replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun 5000 was evaluated. During the evaluation, it was found that the mixing pump contributed to the cooling issue. Mixing pump was replaced. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alarmed 113(reduced water temperature control) and device did not cool. Per sample evaluation results on (B)(6) 2024, it was reported that the mixing pump has been replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.